Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during prime, the excessive no delivery and the displacement test. No excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level is 285mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.